Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device could not be adjusted to 1.5mm. It was further clarified that the adjustment knob would not go past 1.75mm. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device would not set to 1.5mm and the adjustment knob was out of alignment. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to various worn components from normal wearout, which is normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.